Manufacturer narrative:
Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The balloon, markerband, bonds and tip were microscopically examined. There was contrast in the inflation lumen and blood in the balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft and hypotube of the device. The tip was damaged. Microscopic examination of the balloon revealed a 2 cm longitudinal tear at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05150. It was reported that balloon rupture occurred. The target lesion was located in the calcified proximal left anterior descending (lad) artery. A 2.25 mm x 12 mm nc emerge® balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres for 10 seconds; however, during the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and a 2.50 mm x 30 mm emerge¿ balloon catheter was advanced to perform the dilatation. The balloon was initially inflated at 8 atmospheres; however, during the second inflation at 15 atmospheres, the balloon also ruptured. The device was completely removed from the patient's body. Dilatation was then performed with a non-bsc balloon catheter and the procedure was completed after synergy stents were implanted with good prognosis and outcome. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05150 it was reported that balloon rupture occurred. The target lesion was located in the calcified proximal left anterior descending (lad) artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres for 10 seconds; however, during the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and a 2.50mm x 30mm emerge¿ balloon catheter was advanced to perform the dilatation. The balloon was initially inflated at 8 atmospheres; however, during the second inflation at 15 atmospheres, the balloon also ruptured. The device was completely removed from the patient's body. Dilatation was then performed with a non-bsc balloon catheter and the procedure was completed after synergy stents were implanted with good prognosis and outcome. No patient complications were reported and the patient's status was fine.